Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree, lesion length 160mm) in a severely tortuous part of the mid sfa. After pre-dilation, the complaint instrument was introduced into the patients body but the stent system got stuck on an asahi guidewire and could not be delivered.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state the guidewire used in the intervention was stuck in the complaint instrument. The outer shaft has been retracted by about 6 mm. The stent has not been released but is visually compressed. Both the proximal stent markers and the proximal stent stopper are deformed. The outer shaft has buckled at the proximal stent stopper and has calibrated down more proximal. Through the proximal blue portion of the outer shaft, it can be seen that the inner shaft has been severely twisted. The inner shaft also shows signs of severe compression and kinking at its proximal end. In addition, several kinks were observed. The handle was returned without the locking tab. Inside the handle the proximal portion of the blue outer shaft is well sliced and under tension. In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Due to the state of the device, it cannot be reconstructed when the deformations of the inner shaft (i.e. Twisting, compression, kinking) were caused. However, it seems likely that the deformations have contributed to the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection during which a 100 percent control of the guide wire lumen viability is performed. Based on the conducted investigations no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.